Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that the footswitch, multi-function, versajet ii was not working, it was tried on another versajet machine and still did not, even though no physical signs of damage. As this was noticed in a non-therapeutic environment, there was not any patient involved.

Manufacturer narrative:
The device, intended to be used in treatment, has been returned for evaluation. Visual inspection of device found that the cable appeared to have been cut in two places, exposing the bare wiring within. Functional evaluation found that the footswitch was not recognised by the console it was connected to, establishing a relationship between the device and the reported event. Root cause of the reported failure was found to be the damaged wiring, meaning no connection established between footswitch and console. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found further instances of the reported events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.